Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. 016 outside of normal power consumption. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site from the vad coordinator that there is an inability to connect data cable due to damaged pins in controller connector port. An elective controller exchange was performed and it was stated that there were no consequences to the patient. It was stated that the patient was admitted to the hospital for a non vad related issue. No additional information received.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due a bent pin in the serial port. The most likely root cause of the reported event can be attributed to a forced connection. Heartware has opened an internal investigation to address the issue of bent power connector socket pins and damaged body (power port) and battery which fails to connect with the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.